Event description:
This is a consumer report from global pharmacovigilance with supplemental information from the peritoneal dialysis registered (pdrn) of a patient who experienced a mistake / touch contamination and peritonitis subsequent to peritoneal dialysis (pd) therapy. On (B)(6) 2012, the following information was obtained by home care services from the patient's son: on an unreported date, the patient experienced a mistake / touch contamination while living in a nursing home. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for this event. At the time of this report, the patient was recovering and remained on pd therapy. On (B)(6) 2012, the following information was obtained by home care services from the pdrn: she reported the patient has not been in the hospital for over a month. She stated the peritonitis was unrelated to dianeal therapy. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported a breach in aseptic technique (touch contamination) by patient. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.